Manufacturer narrative:
(B)(4). Device(s) available for analysis. Engineering eval completed by (B)(4) on 2019.03.29. Design-related issues: the design of the 45 degree fixed angle driver has been in the field since 1999. Exactech is not aware of any similar complaint reports involving this 45 degree fixed angle driver 2008. This issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field. This issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken instrument reported in (B)(4) was likely the result of crack initiation, propagation, and ultimate fracture of the brittle tines from years of normal use. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The tines that hold the bit in place broke, all pieces of the instrument were collected and removed from the patient. An investigation was conducted: the broken instrument reported was likely the result of crack initiation, propagation, and ultimate fracture of the brittle tines from years of normal use.

Event description:
It was reported from the us that during a total hip arthroplasty surgery the surgeon experienced an issue with the angled driver. The 45-degree angled driver broke, the tines that hold the bit in place broke. This event did not cause a delay to surgery, nor did it affect the patient, all pieces of the instrument were collected and removed from the patient. The patient was stable as they left the or. The agent was not present at surgery. The device was returned. Inactive agency with no hospital/other contact information for the event. No additional information.